Event description:
Related manufacturer reference number:2017865-2023-20428. It was reported that a patient presented in-clinic with discomfort and swelling noted on the patient's device pocket. Wound dehiscence was noted at the device pocket as well. The system was explanted on 2 may 2023. The patient was stable throughout.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.